Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown/ not provided. Asku. Section d6a: if implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section h3- no: the device was not returned for evaluation, device discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
In was reported that a monofocal preloaded intraocular lens (iol) during implantation/application, the iol was fully inserted but unfolded abnormally in the patient's right eye. It was then removed and another iol was called for and inserted during the same procedure. There was no stuck in cartridge. There was no surgical or medical interventions required (example incision enlargement, vitrectomy). The patient fully recovered. The suspect product will not be returned. No other information was provided.

Manufacturer narrative:
Corrected data: in review, it was noticed that an incorrect verbiage was inadvertently entered in section d6a & d6b of the initial MDR report; therefore, the information has been corrected in this supplemental MDR report. The following fields were updated accordingly: section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.